Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to coaguchek xs plus meter serial number (B)(4). Coaguchek xs (B)(4) meter result was 4.4 inr. Coaguchek xs plus (B)(4) meter result was 3.3 inr. Coaguchek xs (B)(4) meter result was 2.6 inr. Patient's therapeutic range is 2.5-3.5 inr.

Manufacturer narrative:
The meter and test strips were requested for investigation. The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's meter with serial number (B)(6) was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.2 inr; qc 2: 5.1 inr; qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages.